Event description:
The customer reported receiving multiple alarms, specifically alarm 2 followed by alarm 26, indicating a recurrent occlusion issue. Impact on the customer's blood glucose level was unknown as the caller declined to provide this information. Technical support instructed the caller to take corrective actions, including disconnecting and adjusting the tubing, and delivering boluses. Despite these steps, the occlusion alarms recurred. It was advised that the customer replace supplies as necessary and resume insulin therapy.